Event description:
It was reported to boston scientific corporation that a resolution clip device was used in stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue but could not be released from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue but could not be released from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip unable to release from catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a premature deployment. The device was returned without its outer-sheath. Microscopic examination was performed and it was found that the yoke was still attached to the control wire. It was also observed that the bushing had hits. Dimensional analysis was performed on the bushing outer diameter, and it was within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides were within specification. The bushing tabs measurement were symmetric. No other problems with the device were noted. The reported event was not confirmed. Investigation found evidence of premature deployment as the yoke was still attached to the device, this problem is likely due to the operational factors during the procedure, such as trying to open the clip once it was already activated. Additionally, the hits on the bushing is likely due to the interaction between the yoke and the capsule while trying to deploy the clip. The device was returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.